Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an right ventricular (rv) lead alert was triggered due to electromagnetic interference. The patient was provided with instructions on how to avoid potential interference and the lead remains in use. No patient complications have been reported as a result of this event.